Manufacturer narrative:
(B)(4). Unable to perform the displacement test and the p-cap, reservoir will not lock properly due to missing retainer. Insulin pump received with missing reservoir tube o ring, cracked battery tube threads, broken reservoir tube lip, fading serial number label and cracked case at battery tube side. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was damaged. The customer stated that the reservoir was able to lock into place. The insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.